Event description:
It was reported that; doctor performed a 2 level surgery l4-51, collapse l5-1. Collapse of the cage was identified during a 6 month follow up. Patient is not experiencing any symptoms. The patient had a very collapsed disc space.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: the acculif surgical technique provides detailed instructions on how to confirm that the implant is securely expanded and locked in the expanded position during initial surgery. It was reported that patient had very collapsed disc space. According to surgical technique the amount of pressure necessary to move the endplate of the device depends on the degree of resistance offered by the remaining soft tissue and ligaments around the discectomy. Conclusion: the reported device remains implanted therefore a plausible root cause cannot be identified conclusively.

Event description:
It was reported that; doctor performed a 2 level surgery l4-51, collapse l5-1. Collapse of the cage was identified during a 6 month follow up. Patient is not experiencing any symptoms. The patient had a very collapsed disc space.